Manufacturer narrative:
After battery installation, the device received with a frozen screen due to signs of previous moisture presence and corrosion on electrical board. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests or verify no delivery, low battery, unexpected error message alarms due to frozen screen. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had unexplained occlusion error when it really was not occluded more often lately complaints. The customer stated that they had to change battery every three week. No harm requiring medical intervention was reported. The device will not be returned for analysis.